Event description:
Ivus catheter tip broke off in patient¿s left arm, requiring cut-down to retrieve. We attempted to advance an ivus catheter over the wire, but wire wrap occurred, and the catheter was unable to be withdrawn from sheath and caught within the soft tissue of the percutaneous access. Manufacturer response for volcano visions pv.018 digital ivus catheter, (brand not provided) (per site reporter). Customer service was contacted, and event filed. Requested pictures instead of returning device.